Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered one round of anti-tachycardia pacing (atp) therapy, which accelerated the patients ventricular tachycardia (vt) rhythm. The device provided a subsequent 41 joule shock, which converted the arrhythmia. The device remains in-service. No additional adverse patient effects were reported.